Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 25 mg/dl at the time of incident. The customer's blood glucose was 219 mg/dl at the time of hospitalization. The customer stated that the emergency medical services came for the low blood glucose and took them for hospitalization. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.